Event description:
A 3.5 mm x 10 mm cutting balloon was used to treat a lad-mid lesionl. After two inflations cine results were "excellent". Case proceded as normal. Two minutes after sheath removal the pt died. Autopsy was conducted, but the results were not available to intravenous transfusion.

Event description:
Interventional technologies obtained the autopsy report on 02/02/2001 for the event detailed in original medwatch report. Cause of tp's death was stated as "cardiac tamponade".